Manufacturer narrative:
The reported event of stripped setscrew and high lead impedance issues was confirmed. Visual inspection revealed that the ventricular setscrew was stripped and fully tightened to the base of the connector socket. This condition is consistent with over rotation in the clockwise direction and continued turning while the torque wrench was not properly engaged in the setscrew inset. Following replacement of the setscrew, the lead was secured without difficulty. Subsequent electrical and mechanical testing, including lead impedance and output verification, did not identify any functional abnormalities. Longevity assessment was performed, and the device voltage was at normal range of operation with appropriate remaining longevity.

Event description:
During a device replacement procedure, an increase in pacing impedance was observed on the device. When attempting to connect a right ventricular (rv) lead into the device header, the setscrew became stripped. A new device was successfully implanted to resolve event. The patient was stable.